Event description:
Philips received a complaint on the v60 ventilator indicating that the device had shut down during use. The device was in use at the time of the reported problem; however, no patient or user harm was reported. Although requested, the customer did not have the patient information from the time of the event. The customer informed the remote service engineer (rse) that they wanted a field service engineer (fse) to evaluate the device. The fse evaluated the device and could not duplicate the reported issue. The fse performed a 30-minute run-in and cycled the power between alternating current (ac) and internal battery, and the device operated normally. The fse reviewed the diagnostic report (drpt), and no failure code was found. The fse found that the drpt indicated that the device had switched from ac power to internal power on the backup battery, and then the device shutdown. The fse completed alarm, power fail, and internal battery tests and they all passed. During an internal inspection of the device, the fse found that the 2 screws connecting the power management (pm) printed circuit board assembly (pcba) to the left side wall of the ventilator were not fully seated. The fse fully secured the screws and tightened/torqued them to specification. While it could not be confirmed that this did not contribute to the alleged issue, the fse stated that they did not believe the screws contributed to the reported shut down issue. No other abnormalities were found during the inspections. As the issue could not be duplicated by the fse, it has been concluded that the issue could not be confirmed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened and a supplemental report will be submitted.